Event description:
It was reported that the insulin pump received a button error alarm. Customer does not recall any significant events leading to the alarm. Blood glucose level 114 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.